Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The evaluation of the actual device could not be conducted due to the device not being returned. With no device return, the exact cause of the reported event cannot be definitively determined based on the available information.

Manufacturer narrative:
Expiration date - unknown due to unknown lot number. UDI - unknown due to unknown lot number. Implanted date: unknown due to date of event being unknown. Explanted date: device was not explanted. .device manufacture date - unknown due to unknown lot number. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. The production lot number was not provided by the user facility, which prevented a meaningful review of the device history record.

Event description:
The user facility reported that hemostasis was successfully achieved by the angio-seal device. After a 12-hour-long resting period, however, hematoma was observed. No bleeding or pseudoaneurysm was confirmed. A CT scanning revealed that there was a 1-centimeter gap between the anchor and the collagen. Manual compression was applied and the patient has been monitored. The procedure before deploying the device was coiling. A pre-deployment angiogram was performed. The size of the sheath ancillary used is unknown. The puncture site was distal to the inguinal ligament of the right common femoral artery. The vessel diameter was 4 mm. Non-serious health damage. The patient has been monitored. The blood loss was less than 250cc's. There was no other equipment or devices being used with the reported product.